Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultramini meter read inaccurately high in comparison to the patient¿s feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that at 11:00am on (B)(6) 2016, the patient obtained results of ¿156 and 164mg/dl¿ on the subject meter, which he felt were inaccurately high. Meter to feelings comparisons do not meet lfs criteria of a valid comparison for accuracy. The patient manages his diabetes by self-adjusting his insulin doses and took his usual dose of insulin in response to the alleged issue. The reporter detailed that ¿3 to 4 minutes¿ after the alleged issue, the patient developed symptoms of ¿confusion and seizure¿ and that at 11:25am on (B)(6) 2016, the emergency medical services were contacted who took the patient to an emergency room (ER), where he had a blood glucose test performed on an ER meter which gave a reading of ¿63 mg/dl.¿ the patient then received treatment in the ER with IV glucose and a further blood glucose test was performed on the ER meter which gave a result of ¿95mg/dl.¿ during troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired or been stored incorrectly. The patient did not have control solution available to perform a control test during troubleshooting. Product was replaced and requested back for evaluation. This complaint is being reported as the patient developed a symptom that meets lfs criteria of a serious hypoglycemic event after the alleged issue occurred.